Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with implant of two 3dmax mesh (right - device #1 & left - device #2). Per operative notes, ¿the right inguinal hernia was reduced and a 3dmax mesh (device #1) was placed in adequate positioning. Next, left inguinal hernia sac was dissected freely and a 3dmax mesh (device #2) was placed into the defect and tacked.¿ (B)(6) 2011 - patient was diagnosed with recurrent right inguinal indirect hernia, pain thereby underwent laparoscopic repair with implant of perfix plug (device #3). Per operative notes, ¿a significant amount of scar tissue was encountered. A perfix plug (device #3) was placed into the direct defect and sutured. Then, the overlying previous 3dmax mesh (device #1) that had been opened was closed over this with sutures.¿ (B)(6) 2011 - patient was diagnosed with chronic right inguinodynia thereby underwent removal of 3dmax mesh (device #1) and perfix plug (device #3), recurrent hernia repair with biosynthetic mesh, inguinal neurectomy. Per operative notes, ¿the plug was rock-hard and easily palpable. The ilioinguinal and iliohypogastric, possibly genital branch of the genitofemoral nerve was removed. The 3dmax mesh (device #1) and perfix plug (device #3) was completely excised and removed. The testicle was removed from the scrotum. A biosynthetic mesh was placed and sutured.¿ attorney alleged that the patient had loss of testicles, pain and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 months post implant of perfix plug, patient was diagnosed with nerve damage, hernia recurrence, inflammation, mesh deformation & pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-sep-2010) is considered to be a best estimate. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d.4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the perfix plug (device #3). An additional emdr was submitted to represent the 3dmax (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.